Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. Three days after the event onset, the patient was treated with vancomycin injection (1 gram, every fourth day, ongoing, route not reported), ceftazidime injection (1 gram, daily, ongoing, route not reported) and t. Fluconazole (200 mg, daily, ongoing, route not reported) for peritonitis. At the time of this report, the patient was recovering from the event and pd therapy was ongoing. No additional information is available.